Manufacturer narrative:
This lot was manufactured november 12, 2016 ¿ november 14, 2016. One actual infusor unit was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that flow of fluid was not confirmed at the priming stage with a small volume infusor. The volume of 5fu and saline was unknown. There was no patient involvement. No additional information is available.